Event description:
Utilizing the 18-20mm dilation balloon. Balloon was properly assembled and inserted into the endoscope, when activated to inflate, water began leaking from the proximal end of the balloon apparatus no allowing the balloon to properly inflate.